Event description:
It was reported that complete heart block(chb) occurred. Procedure summary: a 25 mm lotus edge valve was selected for a transcatheter aortic valve replacement procedure with a xs safari 2 guidewire, isleeve sheath and sentinel protection system. Access was obtained through the right transfemoral. Pre-dilation was performed. The patient developed complete heart block at the conclusion of the implant procedure. A permanent pacemaker was implanted after the conclusion of the implant procedure for the event . The patient was discharged home the next day.